Event description:
The needle came off from the hub as the doctor tried to insert the needle. The needle was in the patient already and every time as they take out the needle, the needle came off from the hub and the needle part stayed behind in the patient.